Manufacturer narrative:
Alleged failure: cannot find serial number ...failed leak test. The failure identified in the investigation is consistent with the complaint record. The root cause is third party repair. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that arcing was caused by breach of insulation

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that arcing was caused by breach of insulation.